Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0311918. Medical device expiration date: 2021-07-31. Device manufacture date: 2020-11-06. Medical device lot #: 0272207. Medical device expiration date: 2021-06-30. Device manufacture date: 2020-09-28. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that 2 bd vacutainer® 9nc 0.109m plus blood collection tubes overfilled. The following information was provided by the initial reporter: "we are experiencing some overfilling of coagulation tubes from mau only. Staff say if they let the vacuum dictate then they are reported as overfilled. Then they guess and remove from the needle and then they end up underfilled. The batch has been changed twice thinking it was a faulty batch but it is only happening in mau. Settings were set up on the instrument to allow for 10% above the frosted line to be accepted as adequately filled tube. The reported over filled tubes are flagged by the analyser and so get reported as such. I would appreciate you looking into this problem for us please."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 3/24/2021. H.6. Investigation: bd received 6 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for overfill with the incident lot was not observed as all product specifications were met. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. The complaint could not be confirmed and the root cause is undetermined.

Event description:
It was reported that 2 bd vacutainer® 9nc 0.109m plus blood collection tubes overfilled. The following information was provided by the initial reporter: "we are experiencing some overfilling of coagulation tubes from mau only. Staff say if they let the vacuum dictate then they are reported as overfilled. Then they guess and remove from the needle and then they end up underfilled. The batch has been changed twice thinking it was a faulty batch but it is only happening in mau. Settings were set up on the instrument to allow for 10% above the frosted line to be accepted as adequately filled tube. The reported over filled tubes are flagged by the analyser and so get reported as such. I would appreciate you looking into this problem for us please."

Event description:
It was reported that 2 bd vacutainer® 9nc 0.109m plus blood collection tubes overfilled. The following information was provided by the initial reporter: "we are experiencing some overfilling of coagulation tubes from mau only. Staff say if they let the vacuum dictate then they are reported as overfilled. Then they guess and remove from the needle and then they end up underfilled. The batch has been changed twice thinking it was a faulty batch but it is only happening in mau. Settings were set up on the instrument to allow for 10% above the frosted line to be accepted as adequately filled tube. The reported over filled tubes are flagged by the analyser and so get reported as such. I would appreciate you looking into this problem for us please."

Manufacturer narrative:
The following fields were updated due to additional information: imdrf annex b grid: b02. H6: investigation summary: bd received 6 samples for investigation. The samples were evaluated by visual examination and the indicated failure mode for overfill was not observed. Additionally, 20 retention samples from each lot from the bd inventory were evaluated by functional testing and no issues were observed relating to overfill as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. H3 other text : see h10.